Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR. Medwatch report received: (B)(4).

Event description:
It was reported that during an atec pearl breast biopsy procedure in (B)(6) 2026, the user removed her foot from the biopsy pedal; however, "two additional unnecessary samples of the area" were acquired. It is further reported that upon investigation by the user, "it was noted that the air hoses were kinked, causing the malfunction." No further information is currently available.